Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt seal wasn't sealing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Resubmitting f/u 3 as f/u 2 per FDA request. Original date received by manufacturer: 02/27/2017. Updated sections: g-4, g-7, h-2, h-10 internal complaint number trackwise # (B)(4). The DHR's for the btt balloon were reviewed. No nonconformance's were observed. The DHR record review's shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the material.

Manufacturer narrative:
02/27/2017 04:51 pm (gmt-5:00) added by (B)(6): updated sections: g-4, g-7, h-2, h-10. Internal complaint number trackwise # (B)(4). The DHR's for the btt balloon were reviewed. No nonconformance's were observed. The DHR record review's shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the material.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt seal wasn't sealing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The hemopro harvesting tool and the cannula were returned to factory for investigation. The reported device btt was not returned. Therefore the reported complaint for leak was not confirmed. The returned devices were investigated. Signs of clinical use and evidence of blood were observed. The tool was returned inside the cannula. There were evidence of blood and tissue on the c-ring and the jaws of the cannula. There was no damage observed to the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. The c-ring could easily be retracted and advanced. There were no defects observed in the cannula. The hemopro tool was inspected. The insulation on the cold jaw remained attached to the jaws but was peeled and cracked. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over 10 (10) repetitions using max life test method. The device activated and transected tissue ten (10) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the return condition of the device, the reported complaint was not confirmed for the reported failure "leak" but was confirmed for the analyzed failure mode "peeled insulation." Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt seal wasn't sealing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt seal wasn't sealing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.